Event description:
An attempt was made to use an endeavor resolute drug eluting stent to treat an rca lesion which exhibited 85% stenosis, severe calcification and tortuosity. It was reported that the endeavor resolute device had been prepped as per IFU prior to use and that the lesion was pre-dilated with an unknown brand balloon. During positioning it was reported that the endeavor resolute device could not cross the lesion. The lesion was dilated again and another device was used to complete the procedure. No patient injury occurred and no clinical sequelae were reported. When the device was returned to the manufacturer for evaluation, it was noted that the stent of the device was damaged. Evaluation summary: the device was returned for analysis. The hypotube was kinked distal to the strain relief. The distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 10th and 11th distal segments were pinched and the 13th distal segment had raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results and conclusion: (85% stenosis, severe calcification and tortuosity). (Stent deformation). (Stent). (B)(4).